Event description:
The paramedic reportedly could not get the pt's rhythm to appear on the display screen. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.